Manufacturer narrative:
Internal file number - (B)(4). Correction: brand name. Correction: catalog number. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported sleeve steering issue in this incident could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the irregular movement with the clip delivery system (cds). It was reported that this was a mitraclip procedure to treat mitral regurgitation (mr) with a grade of 4+. The cds was advanced into the anatomy; however, during steering the cds, the shaft went in a lateral angle. Troubleshooting was performed, and the clip was able to be successfully placed on the leaflets and deployed. One clip was implanted, reducing mr to 2. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.